Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd maxzero¿ needleless connector was damaged, leaked blood, and did not rebound. This occurred on 10 occasions. The following information was provided by the initial reporter: the head nurse of transplantation department reported that the joint of mz1000 did not rebound and blood leakage occurred during use. 2021-10-13 received update from sales representative, event description updated as follows: the pictures show the joint does not rebound, and the other pictures show the shell film rupture and liquid leakage.

Event description:
It was reported that bd maxzero¿ needleless connector was damaged, leaked blood, and did not rebound. This occurred on 10 occasions. The following information was provided by the initial reporter: the head nurse of transplantation department reported that the joint of mz1000 did not rebound and blood leakage occurred during use. On 2021-10-13 received update from sales representative, event description updated as follows: the pictures show the joint does not rebound, and the other pictures show the shell film rupture and liquid leakage.

Manufacturer narrative:
H.6. Investigation: four mz1000 china samples were received for investigation; three were received without packaging and one was received in opened packaging from lot 20125202. No connecting products were received to assist the investigation. Underwater pressure testing was performed on all of the received samples; leakage was observed in two of the samples which were received without packaging. A visual inspection revealed the presence of a crack in both of these samples as the source of leakage. A visual inspection revealed that none of the received samples had a recessed piston. The samples were then subjected to functional testing by connecting and disconnecting a 50ml bd plastipak syringe from each of the maxzeros; in each instance the pistons were noted to return to the closed position immediately following disconnection of the syringe. A review of the production records for lot 20125202 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause could not be determined in this instance.